Event description:
It was reported that the patient was implanted on his right side and that the surgeon met resistance when inserting the electrode. After surgery a post-op x-ray showed only partial insertion of the electrode. On the same day the patient underwent another revision surgery to correct the insertion. Resistance was met again upon electrode insertion and was damaged, so the implant was removed and a new device was implanted on the contralateral side.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.